Manufacturer narrative:
Correction made addressing that the dreamstation 2 is out of scope of the recall.

Event description:
The manufacturer received information alleging that the patient reported a fungus in her esophagus. Medical intervention was not specified. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported a fungus in her esophagus. Medical intervention was not specified. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.